Manufacturer narrative:
With regard to this event, an eva footswitch was returned for investigation. Functional testing of the footswitch showed that the horizontal parameters were not within specification and the footswitch did not return to the neutral position. Further investigation revealed that the footswitch did not return to the neutral position due to a broken retaining clip that should keep the a spring assembly inside the footswitch in place. The spring assembly is responsible for creating the return action of the footswitch. The inability of the main footswitch to return to the neutral position was detected by the eva surgical system and triggered the system to generate the reported error message in the screen. Review of the complaint database indicated that no similar complaints have been logged on the eva surgical system subject to this complaint until today. Based on the investigation performed, it was determined that the reported event is attributable to component failure of the retaining clip inside the footswitch. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident.

Event description:
We were informed that during procedure, that the foot pedal did not function in horizontal position. Unable to solve the error, it was decided to abort the surgery. General anesthesia was already administered. No report that actual patient harm occurred.